Event description:
It was reported by the pt's attorney that as a result of having the product implanted, the pt has suffered physical distress and injury, has undergone corrective surgeries, and suffered emotional distress and injury.